Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0x150x90-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 15 seconds, the balloon ruptured at around 5cm at the tip vertically. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition.